Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). Noise was noted and the lead was suspected of fracture. The patient was scheduled for an explant procedure in the future. No patient complications have been reported as a result of this event.